Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.